Event description:
Customer reported device = 172 mg/dl each time he uses it. Memory reflected three readings at 172 mg/dl. No controls were used. A request was made for return product and replacement product was sent.